Manufacturer narrative:
CAPA complaint (B)(4). This CAPA complaint is closed on the following basis; no device has been returned, and has been confirmed as disposed of by the hosp. No lot codes or device codes have been supplied from the facility. Femoral neck fracture is noted as a potential adverse effect on the IFU for this device and the incident occurred after trauma. No device related malfunction can be determined.

Event description:
Revision of cormet hip due to femoral neck fracture following trauma. Cormet cup well fixed and was not removed.